Event description:
It was reported that this right ventricular (rv) lead was explanted and another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and another rv lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received which indicated when this rv lead was originally implanted it was placed in a poor position. The physician elected to implant a new rv lead. There was no pacing or sensing issues with the lead, just concerns over the position for defibrillation therapy effectiveness. The rv lead was destroyed during the explant procedure. No additional adverse patient effects were reported.